Event description:
A patient reported blood glucose results of 385 mg/dl with a lifescan meter and tested on a one touch basic meter, however, was unable to provide a reading (invalid comparison), performed within 10 minutes of each other. The customer service representative walked the patient through two consectutive control solution tests and both resullts fell outside the specified range. A check strip test was also performed and fell within specifications. Meter and test strips were replaced.